Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had received new software release detected error. The customer's blood glucose level was 148 mg/dl. The customer was assisted in troubleshooting. The customer reported that she received second error after clearing the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. No unexpected e22 alarm anomalies noted. (B)(4).